Event description:
The customer reported the system intermittently locks up, the cine function does not work, and the system displays a touch screen error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen, single board computer, cine drive, and reloaded software and calibration files. The system is operating as intended. (B) (4)